Manufacturer narrative:
One circuit along with breathing bag were received for evaluation. The unit had no damage or abnormalities. The issue could not be replicated and no leakage was found. Cause not established since the item functioned as intended. A device history review was conducted and no discrepancies were found. H10 correction: common device name and brand name.

Event description:
Information received a smiths medical breathing/portex general anesthesia circuits malfunctioned. During the pre-use check, leakage of air from the product was detected. No patient injury.